Event description:
It was reported that in situ testing showed impedance values gradually increasing on channels 5 to 7 and that the pt perceived facial nerve stimulation. Channels 5,6,7,10 and 11 were switched off. Following these adjustments, the observed symptom was no longer present and access to sound with the device improved. As per add'l info received on (B)(6) 2014, a revision surgery was conducted initially intending to save the concerned device. But during this procedure, the active electrode was inadvertently nicked whilst removing the device from the superior canal. Thus, the pt was re-implanted with a new device.

Manufacturer narrative:
Not available for this device. The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.